Event description:
The surgeon had performed a makoplasty bicompartmental partial knee arthroplasty using the robotic arm interactive orthopedic (rio) system on (B)(6) 2012. The pt complained of pain laterally and under the patella. The surgeon ordered a CT, which showed the components to all be in the correct position with the exception of the patella button (which looked slightly askew). A lateral release procedure and some debridement of scar tissue corrected the alignment of the patella, and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by make surgical with regard to this event. The case session file was reviewed, and all recorded values were within acceptable limits; probe check values were on the high end of the acceptable range. A clinical investigation is still in progress and a follow-up report will be filed when results are obtained.